Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, during the touchscreen test, the device touchscreen was intermittently out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical department with reports of the device touchscreen not working. The customer contact reported that prior to patient use, the touchscreen was not working. There were no reports of any adverse patient events or delays in the critical therapies while the device was in clinical use. During testing at the user facility, during the touchscreen test, the device touchscreen was found to be intermittently out of calibration. No additional information was provided.